Event description:
Pt reported being unable to read the display on the infusion device when changing from profile a to profile b. Pt reported being unable to read the numbers good when giving a bolus. Pt stated there is a "burst" in the display. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.